Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter implant is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, caval thrombosis, pe (pulmonary embolism), and thrombosis/embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, pe and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient comorbidities, specifically coagulopathy, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, caval thrombosis, pe, and thrombosis/ embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, caval thrombosis, pe, and thrombosis/embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted over the body of the l3 vertebra due to morbid obesity with elevated risk of pulmonary thromboembolism. According to the information received in the patient profile form (ppf), patient submitted to a CT scan due to chest, abdominal and pelvic pain, and became aware of the reported events approximately five years post implantation. A pulmonary embolism in the left lower lobe branch vessel was discovered. The ivc was found completely occluded. Due to pain and swelling in her right leg, the patient was submitted for a venogram where it was found that the thrombus extended into the filter. The patient was discharged one week later with an anticoagulation prescription. The radiology report concluded diminished but persistent thrombus in the right iliac vein and ivc. There was improved flow and tpa infusion was continued. The patient also reports suffering from blood clots, clotting, and/or occlusion of the ivc, and anxiety.

Manufacturer narrative:
Implant date was confirmed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The manufacturing date is: 04/2007. Complaint conclusion: as reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the patient¿s implant records, the filter was implanted over the body of the l3 vertebra due to morbid obesity with elevated risk of pulmonary thromboembolism. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, caval thrombosis, pe, and thrombosis/embolism. Per the patient profile form (ppf), the patient had a CT scan due to chest, abdominal and pelvic pain, and became aware of the reported events approximately five years post implantation. A pulmonary embolism in the left lower lobe branch vessel was discovered. The ivc was found completely occluded. Due to pain and swelling in her right leg, the patient was submitted for a venogram where it was found that the thrombus extended into the filter. The patient was discharged one week later with an anticoagulation prescription. The radiology report concluded diminished but persistent thrombus in the right iliac vein and ivc. There was improved flow and tpa infusion was continued. The patient also reports suffering from blood clots, clotting, and/or occlusion of the ivc, and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, pulmonary embolism, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling of the legs does not represent a device malfunction and may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.